Event description:
Dexcom was made aware on 01/13/2025, that on (B)(6) 2025, the patient experienced a skin reaction. It was reported via stelobot that a skin reaction occurred. The biosensor was inserted into the back of the upper arm on (B)(6) 2025 and the arm was cleansed with alcohol prior to insertion. Four days later the customer became ¿uneasy¿ about the triceps area of the arm and a few hours later the sensor stopped working. Symptoms included redness, inflammation, discoloration, and an infection at the puncture site. He had pain in the area. There was no pus at the puncture site. The consumer consulted 3 healthcare provider (hcps) during the course of treatment (unspecified dates), and two different antibiotics were prescribed. The first oral antibiotic was started on (B)(6) 2025. The customer did not remember the name. It did not minimize the symptoms however the second oral antibiotic (doxycycline) was effective to resolve the infection. The area ¿took a month to heal.¿ on the day of the follow up call with the patient on (B)(6) 2025 he had completed the course of oral antibiotics and was in good condition. No other treatment was specified. Although the customer initially indicated he had a weakened immune system, the customer declined to provide information on any pre-existing conditions that may have affected his immunologic status. Although the customer planned to send photos of the area, no photos were available as of (B)(6) 2025. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).